Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), genital haemorrhage ("genital bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no: e13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In december 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection nos"), allergy to metals ("nickel sensitivity") and endometriosis ("other list:- endometriosis."). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy) & (robotic-assisted hysterectomy with right oop). Essure was removed on 5-nov-2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, infection, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, endometriosis, genital haemorrhage, infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: fallopian tube, right and left, excision: paratubal cyst formation. Essure coils, removal: essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), genital haemorrhage ("genital bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. E13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection nos"), allergy to metals ("nickel sensitivity") and endometriosis ("other list:- endometriosis."). The patient was treated with surgery ((operative laparoscopy with bilateral salpingectomy) & (robotic-assisted hysterectomy with right oop). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, infection, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, endometriosis, genital haemorrhage, infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: fallopian tube, right and left, excision: paratubal cyst formation. Essure coils, removal: essure coils. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.